Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ sample prep assistant iii, there was leakage of biohazard coming from the instrument. (B)(6) 2022 (ist): from smax. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)liquid . Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)bio hazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after wasteline. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. "Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."no.

Manufacturer narrative:
H.6 investigation summary: (B)(4), pn: 647205, spaiii, sn: (B)(6). Date reported: 08/18/2022. Investigation summary: ¿ scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). ¿ problem statement: customer reported: leaking waste filter. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 18aug2021 to date 18aug2022 (rolling 12 months). ¿ complaint trend: there are 4 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 18aug2021 to date 18aug2022 (rolling 12 months). ¿ investigation result / analysis: per fse¿s report: replacement of waste line filter, check for leaks. Equipment operating within the manufacturer's specifications. Replacing the defective filter resolved the issue. No further issues sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# (B)(4). Install date: 16jul2008. Defective part number: 640540 ¿ filter inline holder work order notes: subject / reported: leaking waste filter problem description: fluid leak cause: leaking inline filter work performed: replaced inline filter solution: replaced inline filter. ¿ returned sample evaluation: did not request return of defective parts. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes, no. Hazard ID: (B)(4) hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide__ risk control:_afap_____ mitigation(s) sufficient: yes, no. ¿ root cause: based on the investigation result and the fse¿s report the root cause was leaking inline filter. ¿ conclusion: based on the investigation results and the call report the complaint was confirmed for leaking waste filter. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Event description:
It was reported that while using the bd facs¿ sample prep assistant iii, there was leakage of biohazard coming from the instrument. (B)(4): 22 aug 2022 (ist): from smax. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)no 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)bio hazard 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after wasteline 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."no.